Event description:
The patient started dialysis treatment and the nurse noticed contamination in the bicarbonate dialysate. The treatment was stopped and blood cultures provided elevated results. The patient was given antibiotics, and later passed away. The rn stated the death did not appear to be related to the contaminated product.